Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was also noted that analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were me and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the right ventricular (rv) lead had high impedance due to a possible fracture and oversensing noise due to visible insulation damage. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).